Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative (rep), who discovered that 2 of their leads are unattached. The patient indicated that the rep made some modifications, but they are not getting the same relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not feeling stimulation like normal. They felt a slight tingle even when stimulation was turned up high. It was confirmed with the programmer that stimulation was on and it was not related to positional movement. If the patient jostles the area where the implant is, they could feel it tingle. This started on the day of the report. No further complications were reported.